Manufacturer narrative:
Device eval. The suspect device is not expected to be returned for eval. The device history record and complaint database could not be reviewed as no lot number was provided by the customer. A f/u report will be submitted if more info becomes available. Eval method: device history record and complaint database could not be reviewed. Conclusions: a f/u report will be submitted if more info becomes available.

Event description:
The customer reported that the catheter would not cross the lesion. The customer then stated that the wire got stuck in the tip of the catheter while trying to remove it from the pt. The guiding catheter, guide wire, and catheter were then removed from the pt. The customer disposed of the suspect device at the hosp. No harm or injury was reported.